Manufacturer narrative:
Visual inspection revealed that the flush line luer was mostly torn out of place, making flow impossible to reach distal tip. Insufficient fluid reached the tip do to the tear in the luer. The device's lumen was leak tested using an isaac pressure decay test system set to 108 psi, and a touhy bourst seal for sealing the irrigation holes and mini electrodes (me). The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Lumen pressure decay values did not pass testing as a gross leak. Analysis confirmed the allegation reported from the field. The device contained a tear in the luer joint connection to the flush line. Adhesive sections were not uniform based on the visual inspections. An insufficient amount of saline being transported to the distal tip while ablating would cause a "high temperature error" on the maestro generator.

Event description:
During an ablation procedure an intellanav stablepoint open-irrigated was selected for use. The ablation power delivery stopped due to high temperature error during the procedure. When the catheter was checked, there was a crack on the extension tube, the water was leaking. The irrigation flow rate was not sufficiently supplied. The device was exchanged and the procedure was completed without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure an intellanav stablepoint open-irrigated was selected for use. The ablation power delivery stopped due to high temperature error during the procedure. When the catheter was checked, a crack on the extension tube was noted and was leaking. The irrigation flow rate was not sufficiently supplied. The device was exchanged and the procedure was completed without any patient complications.